Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Left knee revised to address aseptic tibial base plate debonding at the cement to implant interface. Revising surgeon noted tibial implant was grossly loose, and had subsided medially 1-2 mm into the tibia bone. Femur and patella components were noted to be well-fixed, and not revised. Depuy bone cement was used during primary. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b2. Corrected: b1. Patient code 3191 is used to capture surgical intervention and medical device removal if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.